Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there a complaint/deficiency against prineo? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? ( post op days). How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a tka on an unknown date and barbed suture was used on (B)(6) 2022, a few days post op, the wound dehisced. Barbed suture was used to close the wound and topical skin adhesive was used on the skin. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested, and the following was obtained: there is not a deficiency complaint against prineo. The patient was early 60s with thin tissue - no further demographics were provided no date of index of surgical procedure indication for procedure was cartilage loss in knee joint. Open procedure suture was used on the subcuticular layer of skin thinner tissue. Subcuticular layer dehiscence it is unknown. How it dehiscence no precipitating factors that I am aware of dehiscence was noticed 3 days post op intervention included patient coming back to office for re-closure with normal suture no suture abnormality was noticed unsure of suture appearance at second procedure fixation loop was secured in the initial procedure surgeon utilizes two back stitches as standard no symptoms - dehiscence was found at post op checks no related medications physician believes it was patient skin that caused dehiscence - is not worried about integrity of suture or prineo patient is healthy and healed no lot information product will not be returned.